Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment had broken teeth and the saw or drill could not be attached. There was no pt harm or delay reported, and the procedure was completed with an alternate device.